Event description:
Customer reportedly received results of 385 mg/dl and 108 mg/dl within 10 minutes on the compact plus system. On a separate occasion, customer reportedly received results of 510 mg/dl and 98 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.